Manufacturer narrative:
Block e1 initial reporter city: (B)(6). Upon receipt at our post market quality assurance laboratory, the intellanav mifi open-irrigated ablation catheter was visually inspected and showed an obstruction at the distal end, consisting of procedural waste (salt buildup, blood, and tissue). The reported complaint of a noisy electrogram could not be confirmed due to the physical condition of the device; the electrical test could not be performed, and the reported issue could not be established. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
Reportable based on device analysis completed on october 16, 2025. It was reported that intermittent noise has occurred. An intellanav mifi open-irrigated ablation catheter was used for a pulmonary vein isolation procedure. During energization initiation, intermittent noise was observed in the recording system and persisted after energization. Troubleshooting steps, such as separating the cable from the opposite electrode plate, were performed, but the issue persisted even after replacing the cable. The situation did not improve. However, after replacing the catheter, the noise disappeared and the procedure was completed successfully. No patient complications were reported. However, returned device analysis revealed an obstruction on the distal end.